Manufacturer narrative:
Determination of root cause: assessment: log file review show a card reader message, (B) (4)- no card in card reader, reflecting the card reader's inability to recognize the card. The programmed treatment was not delivered as the log file shows 0% delivery. After the message was cleared, the treatment was reprogrammed and completed fully to 100%. During the onsite investigation, the territory manager (tm) replaced the card reader and completed system verification to specifications. A review of the complaint database for the 3 months prior to this event showed no other complaints of this nature reported for this laser system. Conclusion: based on the results of the investigation, the root cause of the reported problem is a faulty card reader. (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: card issue error message. A technician reported a card issue. She stated when the surgeon stepped on the footswitch, the lcd screen displayed no card present. The error occurred after the surgeon had lifted the flap and pressed the center test footswitch. The facility was able to remove and reinsert the card. The treatment was completed without injury to the pt.